Event description:
Fluffy part of tampon still inside - vagina [foreign body in reproductive tract]. Pain abdomen [abdominal pain]. Sore down there [vulvovaginal pain]. The string only came out and the actual fluffy part was still in me [complication of device removal]. Only the string came out [device breakage]. Case narrative: consumer reported via e-mail that only the tampon string came out during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.